Event description:
It was reported that cs100 intra-aortic balloon pump (iabp) unable to boot normally. During the daily maintenance of the equipment, the equipment automatically shut down after booting, and could not be turned on normally and could not be used. There was no patient involvement.

Manufacturer narrative:
Due to character restrictions in block e1 event site name (B)(6). Event site address (B)(6). A supplemental report will be submitted upon completion of our investigation.